Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Pinnacle pfs, ppf, and medical records received. In addition to what were previosuly alleged, pfs alleges discomfort, difficulty in getting in and out of the car, and feels like it dislocates when moved too quickly accompanied with intense pain. Ppf has no allegation. After the review of medical records, there is no new information that will change the MDR reportability. There is no information provided in the medical records will confirm implant dislocation.